Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.50/+3.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation. On (B)(6) 2023 the lens was exchanged with a same length but spherical lens. This resolved the problem.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)

Manufacturer narrative:
Type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).